Event description:
It was reported to philips that the device would not boot. No harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. The philips field service engineer (fse) inspected the system on-site and confirmed that system was not booting and all screens were black. Fse examined the system onsite and confirmed the reported issue. Upon troubleshooting fse found that host pc not booting up. Fse replaced host pc and required parts. After replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.